Manufacturer narrative:
It was reported by the hospital contact that during the stent assisted coil embolization procedure the coil (637hf0308/16011486) could not be advanced. Only the coil was removed and the surgeon noted it was stretched. A 606-151x microcatheter and 606-s255xmicrocatheter (lots unknown) were built. Changed to a new coil (details unknown) to go on. The surgeon deployed the stent (details unknown) to complete the procedure. There was no report on patient injury. The patient is male and (B)(6) years old, had left cerebral artery aneurysm with 8.2*8.6mm. The product will be returned for analysis. There were no damages noted on the coil. An adequate continuous flush was maintained through the microcatheter. There was no resistance when the coil was withdrawn. A non-sterile orbit helical fill 3x8 was received coiled inside of a plastic bag. The hypotube was inspected and no damages were noted on it. The introducer was received zipped and no damages were noted on it. The support coil, gripper and embolic coil were found outside of the introducer in knot condition. The gripper and embolic coil were inspected under microscope; the gripper was found without damage while the embolic coil was found stretched in knot condition with the device. The od from the delivery tube was measured and was found within specification. The functional test could not be performed due to the embolic coil was found in knot condition. The failure reported by the customer as ¿dcs ¿ impeded in mc¿ could not be evaluated due to the embolic col was found in knot condition. The failure reported by the customer as ¿coil ¿ unraveled stretched¿ was confirmed, the cause of the stretched condition noted on the device were apparently caused by applying excessive force on the device but it could not be conclusively determined. However this defect could not be related to the manufacturing process and procedural factors appear to have contributed to have this damage. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents this kind of failures from leaving the facility. Therefore no corrective action will be taken at this time.

Manufacturer narrative:
Review of DHR for lot 16011486 concluded that no issues were noted that were considered potentially related to the reported complaint. The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt. (B)(4). Concomitant medical products and therapy dates: new coil (details unknown), stent (details unknown), 606-151x microcatheter and 606-s255xmicrocatheter (lots unknown).

Event description:
It was reported by the hospital contact that during the stent assisted coil embolization procedure the coil (637hf0308/16011486) could not be advanced. Only the coil was removed and the surgeon noted it was stretched. A 606-151x microcatheter and 606-s255xmicrocatheter (lots unknown) were built. Changed to a new coil (details unknown) to go on. The surgeon deployed the stent (details unknown) to complete the procedure. There was no report on patient injury. The patient is male and (B)(6), had left cerebral artery aneurysm with 8.2*8.6mm. The product will be returned for analysis. There were no damages noted on the coil. An adequate continuous flush was maintained through the microcatheter. There was no resistance when the coil was withdrawn.